Manufacturer narrative:
The lfs product has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultra2 owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on during the week prior to contacting lfs. The patient reported using self adjusting insulin to manage her diabetes. The patient reported having something more to eat or drink on (B)(6) 2013 between 8-9am. The patient reported a few days after the alleged issue first occurred she developed symptoms of "delirious and speaking randomly" on (B)(6) 2013 at an unknown time. The patient reported on (B)(6) 2013 between 8-9am she was treated by emergency medical services (ems), however the type of treatment was not reported. At the time of troubleshooting, the cca determined that this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue, she required assistance from a healthcare professional.